Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operate notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): item # 51-107130, stem, lot # 2460458; item # 650-1059, head, lot # 586250; item # pt-106070, shell, lot # 530490; item # ep-108627, liner, lot # 238550; item # 103531, screw, lot # 306830 (x3); item # 103532, screw, lot # 476780; item # 103533, screw, lot # 635830; item # 103534, screw, lot # 453630 (x2); item # 650-1068, taper, lot # 456310l multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05726, 0001825034 - 2018 - 05727, 0001825034 - 2018 - 05728, 0001825034 - 2018 - 05729, 0001825034 - 2018 - 05730, 0001825034 - 2018 - 05731, 0001825034 - 2018 - 09116, 0001825034 - 2018 - 09118, 0001825034 - 2018 - 09119, 0001825034 - 2018 - 09120, 0001825034 - 2018 - 09121.

Event description:
It was reported that approximately 1 month post implantation, the patient underwent a revision due to infection and all components were revised. Attempts have been made and no further information has been provided.